Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (will not communicate) has been confirmed. As received, the charger/modem would not communicate. Upon evaluation, there was liquid contamination on the bedside board at the j400 connector. The cause of the inability to communicate is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not communicating.